Event description:
The distributor reported that there were six pieces of dressings with foreign material. The product was not used on patient. The photographs depicting the issue were received from the complainant.

Manufacturer narrative:
MDR 9618003-2024-00068 / device 3 of 6 e1: complainant street address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Batch record review: lot 2k01763 was manufactured on 19 oct 2022, in bodolay line, with a total of 31050 market units (mkus). The complaints investigator performed a batch record review on 04/jan/2024, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) 1704768 and manufacturing order 1643644. Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. Photograph, video and/or physical sample evaluation: photographs associated with this case were received and in these, the reported defect can be observed, no unused return sample was expected. Conclusion summary of the related event: based on the revision of the observation of the processes involved, interviews to the personnel of the line and the expertise of the triage team, this failure mode was attributed to the following probable causes: method: the preventive maintenance plan does not correctly cover the glue dispenser station. There is no proper procedure to correctly centralize or inspect the dispenser to avoid the off-center glue defect. Method: ¿ dirty carts to transport materials ¿ dirty trays ¿ mixers with residues from previous mixtures manpower: ¿ inadequate transfer of materials. ¿ inadequate electrocuting lamp maintenance corrective and preventive actions identified will be taken through corrective action / preventive actions (CAPA). . The investigation associated with related event has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).